Event description:
Upon removing the catheter from the hoop, the distal tip of the catheter was flattened. This may have been a result of not flushing the hoop before removal.

Manufacturer narrative:
Technical evaluation: the device was flattened 0.5cm from the tip. Conclusion: based on the incident description, the device was not flushed during removal from the hoop and the tip got stuck inside the hoop while pulling the device out of the hoop. The DHR for this lot was reviewed and the report is attached. This MDR is being filed as part of the remedialtion action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.